Manufacturer narrative:
(B)(4). Date sent: 9/14/2021. D4: batch # u5d709. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards, the knife in advance position, and one gst60g reload loaded in the device. The reload was received partially fired 2/3. And with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? After the reverse button returned the knife to home the device would not open. Then the manual return was tried with no luck. So a second stapler was used to staple underneath. Then the device was removed with the trocar. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?see above but all attempts were done. Did the jaws eventually open? The surgeon bent a kocher, prying the jaws open. "

Event description:
It was reported that during a wedge resection procedure, the stapler overloaded on tissue and would not open. It is unknown how procedure was completed. There were no patient consequences.